Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that "the cartridge cracked" and the report suggests that leakage occurred during a lipid infusion. There is no report of any patient harm.

Manufacturer narrative:
The customer¿s report of cracking and leaking was confirmed. Visual inspection of the set noted a crack found on the top base of the accuslide. The crack was measured to be about 3 inches long and ran parallel to the direction of the fluid flow. There were no other signs of strain or stress marks. Functional testing was performed by priming the set to gravity; fluid leaked from the crack and as a result no more testing was required to confirm the leak. The root cause of the leak was a crack in the subassembly of the accuslide. The origin of the crack was identified as molded-in stress introduced during the accuslide manufacturing process. Molded-in stress in conjunction with polycarbonate¿s susceptibility to moisture and solvents can cause cracks.